Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since screws were not placed as desired, with the brainlab device involved, although: there is no indication of a systematic error or malfunction of the brainlab device. Corresponding measures to minimize this anticipated risk as low as reasonably practicable are already in place. According to the surgeon, there was no negative clinical effect to the patient. According to the results of brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the undesirable screw positions is a combination of the following: a misidentification of the anatomy by the surgeon, which lead to screw planning with trajectories starting in l4/l5, but ending in pedicles of l5/s1 (instead of pedicles of l4/l5). This misidentification is not related to the usage of the navigation system. With regard to the deviation of the second pair of screws (entry point as planned, but angular deviation of 20-30°): a movement of the reference array, likely caused by the fact that it was not sufficiently fixated to a rigid bone structure as required (the spinous process is not very prominent in this specific patient's anatomy) enabling it to rotate in a way that matches the observed angular deviation. There is no indication of a malfunction or systematic error of the brainlab device. Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate to this customer, that: the reference array must be tightly attached to a rigid (bone) structure. To carefully verify the data displayed by the navigation system in relation to the actual patient anatomy. Initial clinical use of the device by the surgeon.

Event description:
A spine surgery (stabilization of l4-s1) was planned to be performed with the aid of the virtual display by the brainlab navigation. During the procedure the surgeon: attached the navigation reference array to spinous process of l4. Performed registration of the actual patient anatomy to the navigation (to the CT scan imported into and used by the navigation). Verified the accuracy of the patient registration and accepted result. Planned screw placement (intended for l4, starting on l4, but going down to the pedicle of l5). Placed two screws with the aid of navigation. Attached the navigation reference array to spinous process of l5. Performed registration of the actual patient anatomy to the navigation (to the CT scan imported into and used by the navigation). Verified the accuracy of the patient registration and accepted result. - planned screw placement (intended for l5, starting on l5, but going down to the pedicle of s1) placed two screws with the aid of navigation (during placement observed a movement of the lamina of l5). Obtained a verification image with the c-arm. Realized that all four screws are placed in l5 (first pair of screws according to the planned trajectory (starting in l4, ending in l5), second pair of screws in another position than planned). Removed all four screws. According to the hospital (surgeon) there are no negative clinical effects for the patient due to this issue. The patient had revision surgery on (B)(6), 2015, without brainlab navigation (but with c-arm) to place screws in l4-s1.